Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The investigation also detected an unreported condition not related to the reported condition of battery management system. The battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. The reason why this occurred cannot be reliably determined. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both batteries were vented, wet with electrolytic fluid. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. It was reported that the handle did not turn on. The reported issue was confirmed. The most likely cause was component failure. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an additional condition of: battery management system. A review of the system logs showed that multiple bits were tripped, permanently disabling the battery. The battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (sn: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during servicing, while on the charger, the handle displayed a zero for the number of lives and a wrench. There were approximately 240 lives left on the device. After that, it did not even turn on. Another charging bay was used, but the handle did not charge. To resolve the issue, another handle was used. There was no patient involved. Product was received without accompanying information. Medtronic's initial evaluation of the incident device found that both battery cells were vented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during servicing, while on the charger, the handle displayed a zero for the number of lives and a wrench. There were approximately 240 lives left on the device. After that, it did not even turn on. Another charging bay was used, but the handle did not charge. It was noted that another handle did not turn on. To resolve the issue, another handle was used. There was no patient involved. Medtronic's initial evaluation of the incident device found that both battery cells were vented.

Manufacturer narrative:
Additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.